Event description:
It was reported that during a procedure of the mildly calcified unspecified vessel, after the herculink balloon was deflated the balance middleweight (bmw) guide wire could not be removed and the two devices were removed as a system. Outside the anatomy the balloon was reinflated, however, it was noted that saline injected could not flow though the catheter. The same bmw guide wire was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance with the guide wire and blockage in the lumen were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified evaluation summary: the balance middleweight referenced is being filed under a separate manufacturing report number.

Event description:
Subsequent information received noted the procedure was in the renal artery.